Manufacturer narrative:
The pump passed the full functional test including the displacement, rewind, prime, basic occlusion, force sensor, sleep current measurement and active current measurement within specifications. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than or 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed power error every four hours. Customer's blood glucose was unknown at the time of incident. No further details given.